Event description:
(B)(6): customer reports via phone that staff were performing a retrograde cystogram on a female pt (age unk) when the system imaging chain would not allow the x-ray tube to center over the table, and staff could not fluoro or perform rad imaging. Physician completed the procedure using ultrasound for imaging. No reported injury.

Manufacturer narrative:
Tech support troubleshot with customer who initially had difficulty positioning the park arm over the pt; however, they solved this problem before being transferred over to technical support (per dispatch notes, tube will not extend/working now). The only issue the customer discussed with tech support was the problem with their video/display on monitor #2. The rad/fluoro, which they wanted on monitor #1, was working already which means that the park arm must have been "detented" properly to allow x-ray. Tech support was able to resolve customer's video problem, which was related to the storz camera controller, by performing a reset on that system. As per customer, the video/display was then working. On product monitoring's follow-up, customer reported that equipment was under service contract with (B)(4). (B)(4) came in and made appropriate repairs, but does not know what repairs took place. System was working without issues.